Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many times did the device not fire consistently and fire scissored shape clips?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon described how the clip deployment is not consistent. The clips will often come out with a scissor effect. Along with the distal tips closed and widens/opens as it moves proximal. There were no patient consequences reported. Case was completed with no patient care altered. One device was discarded.